Event description:
A malfunction was reported on the pump, displaying malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and sent a replacement with updated software. The caller was advised to utilize mdi as a backup therapy and instructed on how to place the pump in storage mode before returning it via ups to avoid charges. The customer acknowledged and understood they would need to program their pump settings and connect their cgm to the replacement pump.